Event description:
The sales rep informed via facsimile the following information: during a coronary stenting procedure, the stent came off the balloon and was successfully snared out of the left anterior descending (lad) artery. There was no reported patient injury.